Event description:
Four way stopcock on central venous line tubing leaked 35-40cc blood from crack in plastic. Stat cbc showed decreased h&h. Packed red blood cells, 30cc transfused. Cbc post transfusion within normal limits. Tpn fluid with 18% dextrose and lipids 20% were infusing via pump prior to occurrence.